Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. Details regarding a visual inspection were not provided. There was no patient involved. The reported condition was confirmed. The investigation found the impedance exceeds 5-135 ohms. The investigation identified the cause of the reported event to be the calibration. The condition of the product was addressed by calibration. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the unit's return electrode monitoring (rem) broke down wherein the impedance exceeded 5-135 ohms. There was no patient involved.